Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in an ercp procedure performed on (B)(6) 2015 in the bile duct. According to the complaint, while deploying the stent, the guide catheter broke off inside of the patient. The broken catheter was removed using a retrieval device such as forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation was performed and found the guide catheter was detached from the pull wire, and was kinked and stretched. Near the proximal tip of the guide catheter was enlarged indicating it was securely attached over the pull wire cannula during manufacturing. The push catheter was bent in several locations throughout. A functional evaluation for stent deployment could not be performed since the delivery system was not functional with the detached guide catheter. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in stent and catheters. With the stent and catheters bound by kinks and bends, the device would become unable to deploy the stent. Force to deploy the stent could ultimately cause the guide catheter to detach. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. Note: the stent used in the procedure was returned along with this device see manufacture report 3005099803-2015-01087.

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18.(B)(4).although the suspect device has been received, the evaluation has not been completed. Upon completion of the complaint device evaluation, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01087 for the other associated device information. It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in an ercp procedure performed on (B)(6) 2015 in the bile duct. According to the complaint, while deploying the stent, the guide catheter broke off inside of the patient. The broken catheter was removed using a retrieval device such as forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".